Manufacturer narrative:
This device is not expected to be returned as it is with hospital pathology at this time. This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this product was explanted due to erosion and infection with sepsis. No additional adverse patient effects were reported.